Manufacturer narrative:
The field service engineer replaced several parts including the pinch tubings, measuring cells, reagent probes, and the sample probe as well as the maintenance parts. He found the reagent probe´s pulley was stuck, which prevented sufficient vertical movement. The investigation determined the issue was resolved by the service actions.

Event description:
We received an allegation about discrepant results for multiple patients' samples tested for multiple assays on a cobas e801 immunoassay analyzer. An example of discrepant results was provided for 1 patient sample tested for elecsys vitamin d (vitd), elecsys tsh (tsh), and elecsys ferritin (ferr) between the e801 analyzer and a different cobas analyzer (cobas b). Vitd: initial result: 103 ng/ml. Repeat result: 23.70 ng/ml (cobas b). Tsh: initial result: 0.60 uiu/ml. Repeat result: 1.09 uiu/ml (cobas b). Ferr: initial result: 2.15 ng/ml. Repeat result: 39.50 ng/ml (cobas b).

Manufacturer narrative:
No reagent lot numbers with expiration dates were provided. The investigation is ongoing.